Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer latch inseparable magnet was missed. A field service engineer replaced the latch inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was not detected on the bus. The user attempted to resolve the issue by turning the machine off and on and performed a full power down, however the issue persisted after the system was restarted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.